Manufacturer narrative:
The reported complaint symptom ¿fluid leaking¿ was not confirmed. The reported complaint symptom code sb supply bag lines are blocked was confirmed. The reported complaint symptom air detected in cassette warning¿ was not confirmed. Encountered heater bag not detected. During set up ¿heater bag not detected¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was replaced. The cause of the observed dried fluid and fluid could not be determined. A visual inspection of the returned cycler exterior showed no sign of physical damage. Passed mushroom head check. Test positive for glucose. The voltage check passed.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting a liberty select cycler alarm that a fluid leak occurred two days prior to the call. The patient did not report the alleged leak at the time of the alleged event. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient indicates that there was no complications experienced as a result of the alleged event. There was no reported medical intervention. The liberty select was replaced.

Event description:
"."

Manufacturer narrative:
Plant investigation: a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.